Manufacturer narrative:
The customer¿s experience with failing display boards was confirmed on the 10 returned display boards during testing. Risk assessment dir: (B)(4) notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (pcn-2524) was issued to improve the manufacturing process. "A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode." CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported a high rate of dim display on their lvps while performing pm. There was no patient involvement.